Event description:
On (B)(6) 2010, a customer reported that the colleague volumetric infusion pump, product code dnm9161, (B)(4), encountered failure code 810. The process step is unknown as well as the patient involvement. Upon review of the event history it was found that this device encountered failure code 810:11 during an infusion on (B)(6), 2010. Since the alarm interrupted delivery, this is a reportable malfunction. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.63.93, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A follow-up medwatch report will be submitted if additional information becomes available